Manufacturer narrative:
Information contained in this report was previously submitted through psr on 24/oct/2011, 22/jan/2015, 30/jan/2017, and 23/oct/2017. (B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of "breastfeeding difficulties, lump/nodule, raynaud's phenomenon, and capsular contracture" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: breastfeeding difficulties, lump/nodule, inflammation, raynaud's phenomenon, and capsular contracture, baker grade IV.

Event description:
Patient reported right side "not enough milk production", "a lump or thickening in or near the breast or in the underarm area", "moderate breast pain", "tingling", "swelling", "numbness or burning of the breast," and "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)." Additionally, healthcare professional reported capsular contracture, baker grade IV. Device remains implanted.

Event description:
Healthcare professional additionally reported right side rupture. Device has been explanted.

Event description:
Patient reported right side "not enough milk production", "a lump or thickening in or near the breast or in the underarm area", "moderate breast pain", "tingling", "swelling", "numbness or burning of the breast," and "raynaud's phenomenon (numbness, pain, or color changes in the fingers and toes often brought on by the cold or emotional distress)." Additionally, healthcare professional reported capsular contracture, baker grade IV. Healthcare professional additionally reported right side rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and flat creases. A weight test of the device was performed and verified the device was underweight. A microscopic analysis was performed which identified one sharp edge opening on the shell with stress marks, wear abrasion, and striated nicks. A dimension measurement in the shell was performed which identified the thickness within specification. Based on the device analysis, the final assessment is a sharp edge opening on the shell with stress marks on the radius side assessed as a surgical impact opening. Nicks striated assessed as surgical tool scratch like. Additional, corrected, and/or changed data: d.9., h.3., h.6.